Event description:
On (B)(6) 2012 customer reported that reagent probe b was leaking on the dxc 800 pro instrument. Approximately 10 ml of fluid was contained in the drip tray. Customer stated that they checked the probe and the syringe and all fittings were secure. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted that the fluidics valve was not closing completely, which caused the probe to leak while in stand-by mode. Fse removed and replaced the 2-way solenoid valve. This resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).